Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt was implanted with plate and screw construct on an unk date for a distal radius fracture. Two (2) of the locking screws broke post-operative. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to a non-union. Surgeon removed all hardware and revised pt to competitor's hardware. This is the 2nd report of 2 for the same event.